Event description:
It was reported that the implantable neurostimulator (ins) ate through he skin four years after having it implanted. The ins was helping with the pain and she had also had 5 back surgeries since 94. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead. (B)(4).